Event description:
Report received from (B)(6) stating that there was "residue found in the sterile packaging" of the device. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent.(B)(4).